Event description:
It was reported that the patient presented in clinic and the device showed an increase in capture threshold. The patient was asymptomatic. The rv lead was observed to show intermittent capture. Programming changes will be made. Lead remains implanted.